Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The flow sensor was replaced to address the reported issue.